Event description:
It was reported that the cath lab went down during a case, and was reporting several detector and communication errors. Rebooting the system did not help. The customer moved the pt to another lab to continue the case. The pt died.